Event description:
During a subacromial decompression, metal debris were seen from the tip of the blade and an oily substance as well.

Manufacturer narrative:
Device has not yet been returned to the manufacture for evaluation. (B) (4)